Event description:
It was reported that a spectrum infusion pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of system error 105 through the history log. Eval observed the reported system error 105 at startup but was unable to reproduce it. Eval determined the cause to be a seized motor assembly. The failed motor assembly was replaced.